Manufacturer narrative:
(B)(4).

Event description:
Information was reported by the healthcare professional (hcp) regarding a patient receiving infumorph and morphine sulfate. The indication for use was non-malignant pain. It was reported that the pump was to be relocated due to the patient¿s request; however, the pump pocket was infected. The pump was explanted on (B)(6) 2016. The patient recovered without sequela.